Event description:
It was reported that the physician was attempting to implant the lead into the atrium. After many rotations of the tool and much torque on the lead, the helix popped out and would not fixate to the tissue. The lead was not used and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. However, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. The lead appeared to have been damaged at implant.